Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity c creatinine for one patient. The following results were provided (reference range 0.7-1.3 mg/dl): on (B)(6) 2025, sid (B)(6), initial creatinine result= 0.54 mg/dl; repeat result= 2.46 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely depressed alinity c creatinine for one patient. The following results were provided (reference range 0.7-1.3 mg/dl): (B)(6) 2025, sid (B)(6), initial creatinine result= 0.54 mg/dl; repeat result= 2.46 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 - patient identifier to correct from ni to (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c creatinine assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74894un24. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c creatinine reagent lot 74894un24 was identified.